Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element (B)(6) clinical study it was reported that stent restenosis occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion #1 was located in the mid left anterior descending (lad) with 75% stenosis and was 12mm long, with a reference vessel diameter of 3.0mm. The target lesion #1 was treated with direct placement of a 3.00x16mm promus element study stent. Following post dilatation residual stenosis was 10%. 4 days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, vascular restenosis was noted in mid and distal lad and the patient was hospitalized on the same day. The patient underwent percutaneous transluminal coronary angioplasty (ptca) to treat the stenosis of lad. 4 days after, the event was considered as recovered. 3 days after, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, post hospitalization, the patient was referred for coronary angiography. The patient's coronary angiography revealed 80% restenosis noted from mid to distal left anterior descending artery and was treated with percutaneous coronary intervention with 10% residual stenosis. On the same day, the event was considered to be recovered.